Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3389-28, lot# unknown, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experience an intermittent loss of therapy. The implantable neurostimulator (ins) was interrogated and a low impedances (<250 ohms) were measured. Prior the fault, the patient fell and heat their head very hard. The ins was interrogated several times after the fall and the leak was identified. A revision was done and the broken lead was explanted and replaced. The issue was resolved after the revision. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
(B)(4). The main component of the system and other applicable components are: product ID: 3389-28, lot# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the conductors of the lead body were crushed. The conductor coils were crushed 14.9 cm from the distal end. The outer insulation was broken due to the weakness caused by environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.